Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious inury complaints for code 102 (overdelivery) for device is approx 1.05/million sets.

Event description:
The pump reportedly failed volume delivery accuracy testing. Biomed engineering states the pump consistently delivered 22ml with an expected delivery of 20.0ml. Several different cassettes were used for testing. This was noted during routine pre-use testing upon receipt of the pump. It had never been placed in pt use.